Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was reported that the patient was hospitalized prior to death for an unrelated medical condition. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.